Manufacturer narrative:
This report is for an unk - screws: locking :trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on (B)(6) 2020 that the patient underwent for a removal surgery on (B)(6) 2020 due to rejection of the implants. Previously, in (B)(6) 2019, the patient underwent an osteosynthesis of the tibia and fibula. In (B)(6) 2020 a bone graft was placed, and it was rejected and became swollen and turned purple. It was unknown if the removal surgery completed successfully. The patient outcome was unknown. This complaint involves twenty-one (21) devices. This report is for (1) unk - screws: locking. This is report 2 of 10 for (B)(4). Related product complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.